Manufacturer narrative:
The customer observed 2 loose pads in the strip provider module (spm) and 1 loose pad on the strip conveyor system (scs). The customer cleaned the spm and was sent replacement vials. Customer was advised to check for any loose pads before loading strips into the spm. Service was not onsite for this event. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported that there were 2 loose pads in strip provider module (spm) and 1 loose pad on the strip conveyor system (scs) belt of their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.